Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace was found to be partially separated from the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken part of teflon pad did not detach completely¿it remained loosely attached to the device and no fragments fell into the patient. A thorough inspection was performed prior to use, with no visible damage or abnormalities detected. The device issue surfaced during a dissecting task. The surgeon attributed the breakage to a quality issue rather than collision with another instrument or hard material. The instrument had experienced normal use up to that point, with no functional issues noted during the procedure. No photographic images or video recordings of the device or procedure are available for further review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece approximately 2 mm x 10.81 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned not with the instrument. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.